Event description:
The device was placed in 2007 and removed in 2008. During removal, the retention dome broke. The dome was removed endoscopically.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. The retention dome tore from the ponsky non-balloon replacement tube. The dome was discolored. It was reported that the dome broke during removal. A portion of the dome remained bonded to the tube. The dull veneer along the surface of the remaining dome material indicates that the dome tore. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material during removal. The complainant indicates the device had been in place for 284 days. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. Discoloration and deformation was noted between the 2cm depth mark and the proximal end of the ponsky tube. A chr was not completed since the lot information was not provided by the complainant.